Event description:
Patient was being revised due to a pseudoarthrosis 16 months post-operatively and the heads of two of the screws broke off during removal. The shafts were unable to be removed.

Manufacturer narrative:
The evolution screw removal set was used during the revision however, the screw shafts were so tightly fixated, they were unable to be removed. The heads of the screws broke off while the surgeon was attempting to remove the screws. The surgeon spent approximately one hour out of a total three hour case trying to remove the screws. There was no harm to the patient however, this report is being filed as a precaution. Additionally, since the pseudoarthrosis occured at s1, the construct was not able to be extended further so the surgeon placed a screw laterally into the sacrum on one side, replaced the rod and regrafted the patient. There was insufficient room to place a screw on the other side. The explants have been retained by the hospital and are unavailable for evaluation however a general review of the manufacturing and inspection records revealed no dispcrepancies. Parts not returned.